Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4).

Event description:
Clinical report was received stating that during the revision, metallosis with increased synovial sac consistent with wear debris noted. Impingement of the neck and cup, as well as minor notching of the neck, were also noted.

Manufacturer narrative:
This is a duplicate report of 1818910-2015-24654. 1818910-2015-32839 will be rejected. 1818910-2015-24654 will be kept for investigation purposes.